Event description:
The customer reported that their unit was getting a defib failure cycle power error code 10003. When power was cycled the same message appeared. There was no report of pt involvement.